Event description:
Additional information was received from the rep who reported that the pump was explanted due to infection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (2000 mcg/ml at 500 mcg/day) via an implanted pump. It was reported that the patient was seen post-operatively for follow up by the surgeon who determined that irrigation and debridement of the pump pocket was necessary, so surgery was carried out on (B)(6) 2021 and cultures were done at that time (results not provided). On (B)(6) 2021 the patient was seen by his pump managing physician for a routine refill of the pump. At that time, the sutures from the surgery performed were still in place. There was swelling present at the pocket site and drainage from the sutures when the physician palpated the pocket site to refill the pump. Therefore, the managing physician decided to delay the pump refill until the sutures were removed and the swelling decreased in order to protect the patient from potential risks of infection. Because the reservoir was low (2.2 mls), the managing physician changed the rate to minimum rate and opted to cover the patient with oral narcotics until the pocket site was healed and benign. The patient was also taking oral antibiotics given to him by the surgeon and planned to continue taking them to facilitate pump healing. The patient was aware that the pump was decreased as a result of the unhealed wound and stated that he understood that the wound must heal prior to refilling the pump. The patient was having no therapy related symptoms at the time of the report. It was reported that there was no information regarding any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report. The patient was planning to follow up with his surgeon as scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported the device was not at fault, the patient had post-op wound dehiscence according to a patient report. The device was disposed and would not be returned. The patient is alive and well. They are receiving therapy with the new pump. The incision has healed.